Manufacturer narrative:
Philips service replaced the tube and returned the system to clinical use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that generator error tube voltage out of range on a azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.